Event description:
The customer reported that she had been using her breast pump for approx 4 months and recently started having a problem with suction whereby one breast felt full after pumping. She visited her physician and was diagnosed with mastitis.

Manufacturer narrative:
Customer service sent the customer a replacement pump. Attempts to f/u with this customer to get additional complaint info, to find out the current status of her mastitis, and to get the product back have been unsuccessful, including a final attempt by letter. As of the date of this report, the pump has not been received. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the mastitis. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. Complaints will be monitored for similar issues.